Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings: evaluation revealed a crack in the battery compartment. The battery cap threads were found to be stripped.

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. The battery cap threads were found to be stripped. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.